Event description:
It was reported that during a joint replacement surgery the patient's blood pressure and oxygen sateration dropped. The patient was transported to the ICU.

Manufacturer narrative:
As the actual products involved in the event were not returned for evaluation, a retained sample from the same batches were pulled from inventory and evaluated by the supplier. This evaluation found the product met all applicable specifications. Additionally, a review of the manufacturing records did not identify any discrepancies. Based on these findings, it appears this event did not occur as a result of a manufacturing or material issue or noncomformance.